Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. According to the investigations of both drill bits that were used it was observed that the devices were dull and the tips were bent. It was determined that this together with the statement that too much force was used caused the attachment to overheat and become blocked. Based on the performed investigation for this device no failure was found. Therefore, the reported condition was not duplicated and confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant devices: small battery drive device, drill bit device, k-wire device. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure with antegrade femoral nail (afn) system to treat femoral diaphyseal fractures, it was observed that the small battery drive device stopped working when the drill bit device penetrated the lateral side of the cortical bone and reached the opposite side of the cortical bone. According to the reporter, the event occurred after proper insertion of the nail for the most distal screw hole when the surgeon tried to drill a hole for a second distal screw using the small battery drive device with a radiolucent drive device and a drill bit device. Subsequently, it was reported that the small battery drive device was removed from the patient and a function check was performed. During check, it was observed that the drill bit device rotated slowly as well as the radiolucent drive device started to rotate itself. It was reported that the small battery drive device completely stopped working and the radiolucent drive device got highly heated. The radiolucent drive device was then removed from the hand piece and subsequently, the hand piece device worked properly. It was reported that since the radiolucent drive device could not be used, the surgeon passed a k-wire with 3.0mm diameter through the lateral and opposite side of the cortical bone. It was reported that the surgeon decided to drill the opposite side of the cortical bone with a drill bit manually using a hammer technique. At that time, a fracture occurred at the opposite side of the cortical bone. It was reported that there was a less than 30-minute delay in the procedure due to the event. It was reported that there were no allegations of a malfunction against the k-wire. It was reported that the patient was still in the hospital at the time of this report as the affected area of the fracture was not fixed sufficiently. It was reported that although weight bearing could be started immediately after surgery in usual cases, three weeks of no-weight bearing period would be necessary for this case. Thus, the start of rehabilitation would be postponed. It was reported that the treatment plan of three weeks of no-weight bearing period on the patient will be monitored. It was reported that the surgeon commented about possible causes of the event which included that both small battery drive and radiolucent drive device had problems; and that excessive force was applied to both of these devices sine the drill bit was blunt. The patent¿s status post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.